Event description:
The facility returned the device for service. During service testing, the baxter repair techincian reported that the device was inaccurate on all channels. No additional information is available.